Event description:
It was reported to MFR that the sites hand held was not holding a charge. The reporter stated that the hand held would function when plugged into the wall outlet, however, when unplugged the device would not function properly. The hand held has been returned to MFR and analysis is underway.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.